Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.